Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx2746 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that slight resistance was felt when the sheath was being delivered during catheter placement. The sheath was too long to continue being advanced. The proximal segment of the sheath did not work properly when being removed. The device was unusable and a new kit was used.

Event description:
It was reported that slight resistance was felt when the sheath was being delivered during catheter placement. The sheath was too long to continue being advanced. The proximal segment of the sheath did not work properly when being removed. The device was unusable and a new kit was used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty inserting the introducer sheath was confirmed but the cause is unknown. Two photographs of the implicated 4.5fr microez microintroducer sheath were returned for evaluation. The dilator had been removed from the sheath, but the sheath handles had not been split. The distal tip of the sheath appeared jagged. The damage seen on the distal end of the sheath can be caused by a difficult insertion. However, the observable features on the submitted photographs did not contain enough information to identify a specific root cause for the difficulty. Possible contributing factors could include too small of an incision, a steep insertion angle, a poor transition of the introducer sheath to the dilator, or damage to the sheath prior to use. Sheath damage can be minimized by simultaneously advancing the sheath and dilator as a single unit using a rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. H3 other text : evaluation findings are in section h.11.